Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number (B)(4). There is no further patient information provided due to privacy issues.

Event description:
The customer reported false reactive architect havab igg results on one pediatric (dob (B)(6) 2017) sample. The results provided were: (B)(6) on (B)(6) 2018 = 0.84s/co (<1.00s/co = nonreactive); lab protocol - results between 0.7-1.4 s/co are retested / repeat on same analyzer = 8.81 / 8.53s/co (>/=1.00s/co = reactive). The customer stated that the sample was hemolyzed. Previous sample from (B)(6) 2018 = 1.72s/co =reactive. The customer has asked for the patient to be redrawn - no sample remaining from the initial testing. There was no known treatment given to the baby.

Manufacturer narrative:
Suspect medical device, 4. UDI # from blank to (B)(4). The customer observed false reactive patient results when using architect havab igg reagent lot number 82139li00 with a hemolyzed sample. A review of tickets determined that there is no increase in complaints for 82139li00 and no trends were identified for the complaint issue. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of architect havab-igg reagent lot number 81026li00 (contains identical bulk components as lot 82139li00) and all control values met specifications, the results were in the typical range, and no false reactive results were obtained. Historical performance of architect havab igg assay was evaluated using world wide data from abbottlink. The reviewed data indicates that the lot 82139li00 is performing in line with all other reagent lots. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the architect havab-igg, lot 82139li00.